Event description:
This is the first of 2 mdrs for the same patient. It was reported that approximately 2-3 weeks post op, two screws borke. A revision surgery was performed approximately 7 months post op. Approximately 5 months after the revision surgery, the new assembly is described as being "relaxed with micro motion." Another revision surgery is planned.